Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 3/8/2017 resulted in defect found and the event was determined to be reportable. Most likely underlying root cause of e-2 errors is due to a scratch crossing the electrodes under the spacer material. Most likely underlying root cause of missing chemistry is due to improper handling: chemistry appears to be washed off. (B)(4).

Event description:
Consumer complaint of e-2 error; test strip error. E-2 error occurred as soon as the blood is absorbed. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call as a result of the meter's readings. Blood test performed fasting during call on (B)(6) 2016 produced result of e-2 upon insertion of test strip into meter port. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/23/2017 and open vial date is (B)(6) 2016.